Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 512mg/dl at the time of the incident. The patient's current blood glucose was 453mg/dl. The customer reported that the readings are in the 300-400mg/dl. The customer went to bed with 80mg/dl and today the blood glucose was over 500mg/dl. The customer reported that for the past few days her blood glucose had been in the 300mg/dl and then 512mg/dl and 365mg/dl. The patient also had no delivery alarms previously. The customer treated for high blood glucose with injections. The drive support cap appeared normal (slightly indented). The customer will call back to perform high pressure test after receiving tubing clamp. The insulin pump will not be returned for analysis.